Manufacturer narrative:
Device evaluation: "the device related to the reported event of deflation was received on july 23, 2021 with lot number 2028487. Visual analysis of the returned device identified; red particles in valve, white particles in shell, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis were performed which identified: curved puncture on anterior side assessed as surgical damage-like, nicks with striations assessed as surgical tool scratch-like. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a punctured assessed as surgical damage-like."

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.